Event description:
The doctor burned a patient on the lip, cheek and tongue with handpiece.

Manufacturer narrative:
Patient was prescribed penicilin. Doctor sent handpiece to a local repair facility, ab tech, for repair. Technician from repair facility stated, the front bearing was worn away handpiece was not dented. Received bearing parts from repair facility but front bearing was missing. A conclusion could not be made without return of all components.